Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4). Product event summary: performance data was collected from the device and analyzed. Recommended replacement time (rrt) in save-to-disk occurred on (B)(4) 2012; device rrt<(><<)>=2.6251 volts. The weekly battery voltage trend data shows min bat=2.629 to 2.602 volts between (B)(4) 2012. There were two low battery voltage alerts (B)(4) 2012.

Event description:
It was reported that the battery depleted within three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.